Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 628436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), hyperhidrosis ("irritable sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal ¿ heavy bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("psych injury/mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/period pain"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), uterine enlargement ("enlarged uterus "), abdominal distension ("bloating") and inflammation ("inflamation"). The patient was treated with surgery (essure removed by hyst. (Full),salping. (Bilateral) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the hyperhidrosis, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dysmenorrhoea, dyspareunia, fatigue, uterine enlargement, abdominal distension and inflammation outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hyperhidrosis, inflammation, menorrhagia, migraine, pelvic pain, uterine enlargement and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-jan-2020: pfs received. New events added: inflammation and enlarged uterus, bloating. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 628436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), hyperhidrosis ("irritable sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal ¿ heavy bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("psych injury/mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/period pain"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), uterine enlargement ("enlarged uterus "), abdominal distension ("bloating") and inflammation ("inflamation"). The patient was treated with surgery (essure removed by hyst. (Full),salping. (Bilateral) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the hyperhidrosis, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dysmenorrhoea, dyspareunia, fatigue, uterine enlargement, abdominal distension and inflammation outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hyperhidrosis, inflammation, menorrhagia, migraine, pelvic pain, uterine enlargement and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 628436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6)2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), hyperhidrosis ("irritable sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("psych injury/mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"). The patient was treated with surgery (essure removed by hyst. (Full),salping. (Bilateral) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the hyperhidrosis, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hyperhidrosis, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-jan-2020: pfs received. Reporter information updated. Previously reported event psych injury is updated to psych injury/mental anguish. New events: depression, irritable sweats, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) were added. Medical history, concomitant drugs were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (essure removed by hyst. (Full),salping. (Bilateral) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for- bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: case became incident. Event injury nos replaced with event pelvic pain, bleeding, abdominal pain and psych injury. Patient demographic details, product information and lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.